Event description:
The customer reported that while operating on ac power, the device powered off by itself with an inadequate response time following an alarm condition. On an unspecified date and time, unspecified lines of the device were programmed to deliver lactated ringers at a rate of 25ml/hr, levophed 4mg/250ml at a rate of 12mcg/min, propofol 10mg/ml at a rate of 50mcg/kg/min, and milrinone 10mg/100ml at a rate of 0.37mcg/kg/min and the deliveries were started. No further programming parameters were provided. On (B)(6) 2012 at 2300, the customer contact reported that while operating on ac power, the device alarmed, "system shut down, turn pump off and powered off by itself. It was reported that the pump displayed unspecified alarm codes. It was reported that the pt's blood pressure decreased to an unspecified level. The customer contact stated "lifesaving drugs not infusing = critically low bp." It was reported that the physician treated the pt with an unspecified concentration of levophed. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded at the service center. A review of the history indicates on (B)(6) 2012 at 2015, line d was reprogrammed in the continuous mode, to deliver 4mg in 250ml, at a dose rate of 12mcg/min, with a volume to be infused(vtbi) of 45ml, and the delivery was resumed. Between 2112 and 2115, 2 alarm status 34 (empty source, line c), line c was reprogrammed in the continuous mode, to deliver 20mg in 110ml, at a dose rate of 0.37mcg/kg/min, with a vtbi of 100ml, and delivery was resumed. At 2148, alarm status 33 (empty source line b) and line b was reprogrammed in the continuous mode, to deliver 10mg/ml, at a dose rate of 50mcg/kg/min, with a vtbi of 100ml, and delivery was resumed. At 2157, software service 28 (half-second interrupt failure) alarm and the IV flow sheet indicated line a infused 178ml, line b infused 195ml, line c infused 174ml, line d infused 304ml, with a total volume infused 850ml. At 2158, pump powered on. Between 2201 and 2202, line d reprogrammed to deliver in the continuous mode, 4mg in 250ml, at a dose rate of 12mcg/min, line c was reprogrammed in the continuous mode to deliver 20mg in 100ml, at a dose rate of 0.37mcg/kg/min, line d was reprogrammed to deliver at a dose rate of 8mcg/min, line b reprogrammed in the continuous mode, to deliver 10mg/ml, at a dose rate of 50mcg/kg/min, and line a was reprogrammed in the continuous mode, to deliver at a rate of 10ml/hr, and deliveries were resumed. Between 2205 and 2229, line d was titrated at dose rates between 8mcg/min and 14mcg/min, line a was reprogrammed to deliver at a rate of 50ml/hr, line c was reprogrammed to deliver at a dose rate of 0.25mcg/kg/min, and deliveries were resumed. Between 2258, line a, line b, line c, and line d stopped. At 2259, transferred to battery power. On (B)(6) 2012, pump powered on. This report represents all the info known by the reporter upon query by hospira personnel.